Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4)

Event description:
Note: this report pertains to one of two cre wireguided dilation balloons used during the same procedure. Manufacturer report# 3005099803-2016-00339 pertains to the first device, and manufacturer report# 3005099803-2016-00340 pertains to the second device. It was reported to boston scientific corporation that two cre wireguided dilation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2016. According to the complainant, during the procedure, the exit marker crumpled back towards the catheter handle when trying to withdraw through the scope, making it impossible to remove the balloon through the scope. The scope and balloon were withdrawn together, and the end of the balloon was cut off in order to be removed from the scope. A second cre wireguided balloon was used, but again, the exit marker crumpled back towards the catheter handle when trying to withdraw through the scope. The scope and balloon were withdrawn together, and the end of the balloon was cut off in order to be removed from the scope. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the complaint device found that only the balloon portion of the device was returned. The exit marker was attached at the distal end but had loosened on the proximal end and became bunched up. Functional analysis was unable to be performed as the device had been cut by the physician in order to be removed from the endoscope. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. It is probable that the exit marker became snagged on the endoscope during removal and that excessive force was used by the physician to remove the device, resulting in the exit marker becoming bunched up. Therefore, the most probable root cause is operational context.

Event description:
This report pertains to one of two cre wireguided dilation balloons used during the same procedure. Manufacturer report# 3005099803-2016-00339 pertains to the first device, and manufacturer report# 3005099803-2016-00340 pertains to the second device. It was reported to boston scientific corporation that two cre wireguided dilation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2016. According to the complainant, during the procedure, the exit marker crumpled back towards the catheter handle when trying to withdraw through the scope, making it impossible to remove the balloon through the scope. The scope and balloon were withdrawn together, and the end of the balloon was cut off in order to be removed from the scope. A second cre wireguided balloon was used, but again, the exit marker crumpled back towards the catheter handle when trying to withdraw through the scope. The scope and balloon were withdrawn together, and the end of the balloon was cut off in order to be removed from the scope. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.